Event description:
It was reported that 10 cases of the bd luer-lok¿ syringe we missing markings. The following information was provided by the initial reporter: verbatim: call from customer - they received some syringes that are blank, no markings on them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jul-2023. H6: investigation summary it was reported syringes were received without markings on them. To aid in the investigation, thirty-eight samples in sealed packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrels have numbers but are missing the graduation lines on thirty-seven samples. One photo shows a shelf box label and the other photo shows four syringes in their packaging blisters. From the position of the syringes only the numbers of the graduation scale can be observed. The lines of the graduation scale cannot be seen. The other two photos show four of the samples received. This defect could occur if there was misalignment of the of the syringe barrel printing pad. A device history record review was completed for provided material number 309653, lot 2332216. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the alignment and flow of parts was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 cases of the bd luer-lok¿ syringe we missing markings. The following information was provided by the initial reporter: verbatim: call from customer - they received some syringes that are blank, no markings on them.